Manufacturer narrative:
Product complaint # (B)(4). Event year is reported as 2021; however exact date of event is unknown. Complainant part is expected to be returned for manufacturer review /investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a surgery. During the surgery, the surgeon extract blade from tfna using extraction screw and backslap rod. The rod would not screw into back of extraction screw resulting in surgeon not being able to backslap to remove. Surgeon believed lateral hip pain due to lateral protrusion however I believe it is caused from the fracture rather than the blade. There is no varus collapse and no movement of the blade had occurred. The surgery was completed with 10 minutes delay. There were no patient consequences are reported. Concomitant device reported: unknown tfna helical blade (part # unknown; lot # unknown; quantity: 1). This complaint involves two (2) devices. This report is for (1) helical blade/screw extractor. This report is 1 of 2 (B)(4). Related product complaint: (B)(4).